Event description:
At about 11 years and 8 months after primary, the patient came in reporting pain due to a potted stem and the cause is unknown. The surgeon revised the stem and head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17-apr-2025. (B)(4) items manufactured and released on 29-may-2013. Expiration date: 30-apr-2018. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.